Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a priming step the user did not observe insulin drops at 70.0 units and, upon removing the prefilled fiasp cartridge, insulin leakage from the cartridge was observed; the user then replaced supplies and resumed insulin delivery without alerts or alarms. Symptoms included no reported changes in blood glucose or clinical effects. Outcomes included no medical intervention, no hospitalization, and no impact to daily activities. Investigation included phone-based troubleshooting and education with guidance to replace the cartridge and associated supplies. Investigation of this case revealed a leaking insulin cartridge consistent with a component integrity or seal issue external to the pump mechanism. It was concluded that the event was attributable to a leaking cartridge, and device function was restored with supply replacement.